Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up. As reported, the autopulse platform displays the system error anytime the on/off button is pressed. The patient's status information was requested, but the customer did not provide a response.